Event description:
Customer materials manager received a report that stated "the transducer broke at the top and at the bottom, there was blood everywhere". The customer has no specific pt and event info since it was not known what dept reported the complaint. There was no way to track the report to the user. There was no report of any pt compromise, and the pt was "doing well". The amount of blood loss was not known. There was no report of any pt adverse effects. Add'l info was requested, but no further info was available.